Event description:
Kirwan monopolar cable used with davinci was intermittently working. On second assessment, the cord was severed in half and appears to be burned on one side. The equipment was sent to biomed. The cable received by clinical engineering will be forwarded to biomedical engineering for further examination. Device usage problem: device malfunction ¿ this is, the device did not do what it was supposed to do.

Manufacturer narrative:
Conclusion: although we do not have the subject device in our possession to properly evaluate, we would like to comment on the info outlined in the event description submitted by (B)(6) hospital. Based on that info, it appears that the proper inspection of the cord (prior to and after use) as outlined in the instructions for use and care had not been followed. We believe this is not a product problem, but rather a customer handling issue.